Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
About 2 months ago the seat cracked. The consumer continues to sit on it and it has pinched her skin causing blood and cuts on the skin.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat was cracked, which confirmed the original complaint issue. However, the underlying cause could not be determined. (B)(4).

Event description:
About 2 months ago the seat cracked. The consumer continues to sit on it and it has pinched her skin causing blood and cuts on the skin.